Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. The photo investigation confirmed the complaint. The 4 screws of the lower plate broke off thus causing the device to fall apart. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device broke during the surgery, see enclosed pictures.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary: the device associated with this report was not returned for analysis. The photo investigation confirmed the complaint. The 4 screws of the lower plate broke off thus causing the device to fall apart. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned for analysis. The photo investigation confirmed the complaint. The 4 screws of the lower plate broke off thus causing the device to fall apart. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.